Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 700cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was confirmed during office visitation. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 700cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the right side post-operatively, which was confirmed during office visitation. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On december 29, 2021, a revised manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Section h9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 05, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 04, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpps dv 700cc breast implant was found to have a tear on the anterior view. During the evaluation, no holes or any other damage was observed in the patch, or the laser mark sections. Leak testing could not be performed in accordance with the mentor procedure due to the tear observed at the anterior view. This is because the device would not be able to be properly inflated and then submerged as all air would escape through this tear. A microscopic examination was performed, and the cause of the tear could not be identified. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue was addressed through mentor¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the tear found were identified. Based on the manufacturing investigation, per the evaluation performed and data records reviewed on the complaint device, the tear/hole reported on this product complaint is not able to be confirmed as a manufacturing defect. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).